Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited increased sensing integrity counter (sic), oversensing noise, rising pacing impedance to a high/undefined impedance level. This resulted in the patient receiving inappropriate therapy and lead fracture was confirmed. Reprogramming was completed and eventually the lead was capped and replaced. No further patient complications have been reported as a result of this event.